Event description:
Resolution clip prong fell off inside patient's colon immediately after it was inserted in via colonscope. Manufacturer response for hemostatic metal clip for the gi tract, resolution 360 clip (per site reporter). Company rep was made aware of this incident.